Manufacturer narrative:
Results: death, endoleak, occlusion, surgical conversion. Other (journal event relationship to device unk). Conclusion: other (journal events relationship to device unk). The author has been contacted. Pt and device specification info regarding the events in the journal article have not been received at the time of this report. The journal article is referenced as (vascular, vol. 16, no. 5 pp. 253-257, 2008).

Event description:
An aneurx aaa stent graft systems was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm between late 1996 to early 2006. Journal article (vascular, vol. 16, no. 5, pp. 253-257, 2008) was received by medtronic under the title "early computed tomographie angiography after endovascular aneurysm repair; worthwhile or worthless?" This study evaluated the value of computed tomographic angiography (cta) early after an endovascular aneurysm repair (evar) in relation to cta 3 months after evar. A retrospect review was performed all elective evar patients with available postprocedural and 3 month follow-up, who were treated between 1996 and 2006. There were a total patients treated with either aneurx or talent aaa stent grafts and patients had follow-up at this institution. The proportion of male to female. The following events were reported with aneurx and talent aaa stent grafts. Two patients had thrombectomies of the superficial femoral artery during the procedure. Post procedure cta findings included: 1 stent graft thrombosis. Some patients with type I endoleak; 2 required secondary cuff placement, some were managed conservatively. Eighty four with type ii endoleak; one patient underwent successful coiling, and converted within 2 months. One pt with type iii endoleak; required re-lining one week post-op. Cta findings between post-op and 3 months: four acute reinterventions (3 fogarties/1 fem-fem) required for thromboembolic complications, not related to any graft kinking. One groin infection was explored. Eight pts died within 3 months; unrelated to aaa or evar. Three month cta findings: three proximal type 1 endoleaks; 2 treated with proximal cuffs during 3 to 12 mo f/u. Forty type ii endoleaks; 3 pts treated during 3-12 mo f/u with coil embolization (2), and thrombin injection (1). Three stent graft thromboses. One proximal stent graft migration (>5mm). Five pts had aaa growth during first 3 months; 3 had type ii endoleak, and 2 had type I on the post-procedure cta. Note the article does not state which pt or device had which clinical outcome.